Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant procedure the patient experienced multiple episodes of pulseless vt, possibly due to catheter manipulation. The patient experienced vt episode again which was not treated by the device. Patient expired a few days later, despite all resuscitative measures.